Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel. The delivery system was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a 2.75 x 38 mm and a 3.50 x 33 mm xience alpine stent were implanted on (B)(6) 2016. On (B)(6) 2016, the patient was re-admitted with other cardiovascular symptoms including pericardium disease. Anti-inflammatories were given; there were no adverse patient sequela. The patient was discharged to home. No additional information was provided.